Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2; eobs2 from the FDA inspection conducted between july 17 to july 21; 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the problem cannot fully be determined as the investigation in taskm-4588 has not yet been completed. The most likely cause is that the screws for fastening the front housing were too long on devices manufactured from 2018 to 07.2022. In consequence carm-7921 has been opened and the intellicuff device has been replaced. There was no patient or user harm reported.

Event description:
Customer complains of cases failing prematurely; complain that front case always breaks in same location.